Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when a pinhole leak was identified at the very proximal transitional of the balloon. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at low pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at low pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.